Manufacturer narrative:
Patient sample 1. The investigation determined that the event was consistent with a sample mix-up, sample contamination, or an incorrect association in the laboratory information system. Patient sample 2. The investigation determined that the event was consistent with a patient sample specific discrepancy. Elecsys hiv duo product labeling states: "interpretation of the results. Main result hivduo. Numeric result - coi >/= 1.00. Result message - reactive. Interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The assay performs within specification.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results show an upward trend from the mean to 1 standard deviation but were within the specified ranges. The field service representative (fsr) investigated the event and inspected the customer's pre-analytical handling. He noted that the customer only performed homogenization of the tubes 1-2 times; the correct homogenization procedure is 5 to 6 times. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hiv duo results from two patient samples tested on the cobas e 801 analytical unit. Patient sample (B)(6) on (B)(6) 2025: the initial result from the analyzer was "reactive" (734 cut-off index coi). On (B)(6) 2025: the repeat result from the analyzer was "non-reactive" (0.209 coi). The repeat result from an alinity analyzer was "non-reactive". Patient sample (B)(6). The result of the first sample from the analyzer was "reactive" (1.32 coi). The repeat result from an alinity analyzer was "non-reactive".